Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the handle holder was broken with missing particles and the handle was detached from the headlight. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was engineer. The correction of d4 catalog #, b5 describe event, problem and d4 catalog #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Previous d4 catalog # ard568524110a. Corrected d4 catalog # ard568330953. Getinge became aware of an issue with one of surgical lights - hled. It was stated the handle holder was broken with missing particles and the handle was detached from the headlight. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. The most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report re 19-010 mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). Any similar breakage would have the same root cause described above. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.